Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 85 events were reported for this quarter. Product return status - 81 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. 2 devices were not available to stryker for evaluation. Evaluation status - 81 events were confirmed during testing. - 81 devices were found to be affected by missing paint chips. Additional information - 85 devices are not labeled for single-use. 85 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 85 </noe> malfunction events in which the device had paint chips missing. 85 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 85 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status 2 reported events were confirmed during testing. - 2 devices were found to be affected by missing paint chips.   Additional information 85 devices were not labeled for single-use. 85 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 85 </noe> malfunction events in which the device had paint chips missing. 85 events had no patient involvement; no patient impact.